Event description:
The patient had a lap chole in 06. It was found that there was leaking of the bile around the cystic stump. Clips were applied and originals removed. Surgeon again queried if they had been loose. This patient continued to have problems and was transferred for an ercp on the day after date of event. The results of this were still from the leaking of the cystic duct stump.